Event description:
It was reported that the physician was unable to deploy the marker into the biopsy site. The marker was causing resistance. The physician tried several markers. There was n adverse pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). = tube sheared off. Eval summary - the analysis result found that the mam3001 device (a), (b), (c), and (d) were received with the introducer tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b, c, and d additional information: batch # e9ew74; expiration date: 03/2013; manufacturing date: 04/2008; tube sheared off.